Event description:
During an af procedure, a blood leak was noted. The agilis nxt 8.5f sheath was introduced without complications. The physician prepared everything for the transseptal puncture. After the transseptal puncture, it was noted that blood came out of the dilator from the agilis nxt 8.5f sheath. To resolve, the introducer was exchanged and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.